Event description:
It was reported that the pt suddenly stopped being able to hear. There is no report of accident or trauma. The audio processor is working well. A vibrogram was carried out with a new audio processor but the pt was unable to detect any signal. The tonal bone audiometry is the same as before the problem, when the pt was able to hear very well with the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.